Event description:
It was reported the display is not working. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the liquid crystal display (lcd) was out of specification with a dark line and missing segments. It was also noted that the upper and lower cases were broken, one bail cover was broken and one was missing, the ring cover was worn, the battery contacts were compressed, one side bail was missing, the battery drawer was broken, the keyboard was scratched and the serial number label was torn.